Event description:
As reported by the edwards field clinical specialist, during the tavr procedure when the 24fr retroflex sheath was removed the vascular surgeon reviewed the angiogram of the right ilio/femoral system and determined there was a slight dissection in the right external iliac artery. He then placed a 11mm x 10cm viabahn stent in the dissected section. Post angiogram revealed an excellent result and the vessel was closed in the usual surgical fashion. The patient was then transferred intubated to pacu for extubation. Per the clinical specialist, the sheath had no apparent defects at pre-insertion or post removal. There was no difficulty inserting the sheath into the patient and dilators were not used during the case. The event was not related to malfunction of the edwards device. This event was attributed to the patient's moderate vessel calcification and moderate to severe vessel tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral tavr procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the minimum luminal diameter (mm) for the access vessel was 7.5mm; there was moderate vessel calcification and moderate to severe tortuosity. It is likely that patient vessel factors (smaller than indicated size, and calcification or tortuosity not appreciable on imaging) and along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.